Event description:
The customer reported error e226, e238, image disappears, image with colored stripes and thermal issue during an unspecified procedure involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.